Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accutni) result, above the ami cut off, generated by the access 2 immunoassay system for one patient's sample that did not correlate with a second sample drawn at the same time. The specimen was repeated multiple times and recovered lower, within the risk stratification range and within the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in greiner plasma separator tubes (pst). The customer indicated that it is uncertain whether the sample tubes were properly mixed after collection. Qc was within the customer's established ranges on the day of the event. A field service was dispatched: the fse verified hardware per sop. All testing passed within published specifications. No definitive root cause was determined for this event.